Manufacturer narrative:
(B)(4). This is a report of use error, where the customer disconnected a solution bag, blew into it, and then reconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. Additionally, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient disconnected the heater bag and blew into the bag during dwell four of four of peritoneal dialysis therapy on the homechoice. The technical services representative reviewed proper procedures with the patient. The customer planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.